Event description:
Information received indicates the head section drifts down slowly.

Manufacturer narrative:
The technician found the head down hydraulic valve was not fully closing. The technician replaced head down hydraulic valve to repair the bed.